Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow up with the implantable cardiac monitor exhibiting a telemetry anomaly. The patient receives an alert each morning stating that the device needs to be paired to the transmitter. No alerts were received on merlin.net. It was unclear whether the cause of the issue was related to the device or transmitter. The patient was in stable condition.